Event description:
It was reported the patient had been experiencing pain at their ins site due to the location of their ins. In turn, the patient's ins was relocated via surgical intervention on (B)(6) 2019. Surgical intervention addressed the patient's issue.